Manufacturer narrative:
(B)(4). A visual examination of the pump, effluent/supply line, shaft and tip was performed. There was fluid present in the boot. There were numerous kinks present throughout the distal end of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the device stopped priming and the check saline error was displayed and the device started leaking. The proximal shaft of the device was microscopically examined and it was found that the shaft was broken at the two severe kinks, one was at the strain relief and the other was 25cm distal of the strain relief. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on october 3, 2017. A spiroflex angiojet thrombectomy set was selected for use in a thrombectomy treatment procedure. Upon prepping the device, outside of the patient, it was noticed the catheter was leaking inside the drawer of the console. The procedure was performed with a different catheter successfully. No patient complications were reported. However, the returned product analysis revealed that the shaft was fractured and kinked.